Event description:
Reportedly, the device was explanted at implant due to a sizing issue. Per the experience report taken by the sales rep, the device was implanted for mitral valve replacement to correct mitral stenosis. The device was implanted after sizing 25mm; but was explanted at implant due to over sizing. Customer tried to implant mosaic valve 25mm next, but it did not fit either. Carbomedics valve 25mm was implanted as a replacement. The device will be returned. No patient information provided. Surgeon's name was not provided. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: this has been determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review has been started. Device will be returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Per the 08/26/2009 open-close list provided by our intn'l affiliate, this device is listed as npr (no product return). To date, we have not received the product for evaluation. However, if it is returned, this file will be reopened, and all tasks handled accordingly.